Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 671mg/dl. Troubleshooting was performed. The customer stated that when she arrived at the hospital and the infusion set was removed the cannula was bent, which may have caused her high glucose level. No further info was provided.